Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the surgeon was trying to attach the kincise gun onto the cup inserter the back end of the cup inserter attachment broke into 3 pieces, all pieces were retrieved but the cup was stuck onto the inserter and we had to open a new multihole cup because of this. Cup is still on inserter and will be sent back together. Surgical delay 5mins.